Event description:
It was reported to manufacturer by facility. Customer's own install/set up was arranged. Advanced huntington disease resident had crawled out of bed, rolled across the floor, (per facility flailing on floor) became entangled in their room mates bed pendant cord. Per facility via the medical examiner led to their death.